Manufacturer narrative:
According to the report on 11/02/2024 "the blue tip of the catheter broke off and was left in the patient". Per the report "it was discovered when the patient had a cystoscope and required irrigation to flush it out". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. This report is in relation to health canada report (B)(4).

Event description:
According to the report on 11/02/2024 "the blue tip of the catheter broke off and was left in the patient".